Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Upon inserting of the wedged arg baseplate the long peg on the inserter broke off. The driver for the central screw also stripped.